Event description:
It was reported, while in the cath lab, the md prepped the iab per instruction. Using a sheath, the md attempted to insert the iab via the left femoral artery. The md could not advance the iab through the sheath. As a result, the md inserted another iab with success. The md noticed there was a leak in the membrane. There were no reported pt complications.